Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that when charging their freestyle libre reader, they "saw sparks and explosion sound were coming from the charger." Customer also stated that they "plugged the charger and it blew up." No additional details were reported. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Customer reported that when charging their freestyle libre reader, they "saw sparks and explosion sound were coming from the charger." Customer also stated that they "plugged the charger and it blew up." No additional details were reported. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Additional information: serial number has been updated based on the extended investigation. No product has been returned a valid serial number has not been provided for the fs libre charger. The reader serial number has been updated to (B)(4).extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reader passed all required test within specifications. There is no indication of product malfunction. No further investigation was required for the charger and data cable. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.